Event description:
It was reported by the edwards field clinical specialist that during the transfemoral tavr procedure, the first 26mm sapien valve was over-dilated, creating moderate-to-severe central ai. A second sapien valve was implanted to resolve the issue. The first valve was positioned 50:50 and deployed 60:40 aortic. Post deployment echocardiogram showed moderate paravalvular leak (pvl) at the mitral annular curtain. The team decided to post-dilate with 1cc added; no change was noted. A second post-dilation was done, and this resulted in unchanged pvl but moderate-to-severe central ai was created so the team decided to place a second 26mm sapien valve. The second valve was deployed in the exact position as the first. A repeat echocardiogram (tee) showed the central ai had resolved and the pvl was unchanged at mild-to-moderate. The patient left the room in stable condition. The report stated that cta assessment had not been performed due to chronic renal failure (cr 3.7). The potential cause of the event included in the report was stated as ¿large annulus / position too high.¿

Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Also included in the training manual is instruction on not adding fluid to the delivery system if post-dilation is needed. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether sapien valve performance will be impaired. In this case, the exact cause for the event cannot be confirmed; however, review of the available information indicates that patient factors (large annulus, per the report) and procedural factors (potential valve mis-sizing and excessive post-dilation) appear to have contributed to the events reported. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.